Event description:
It was reported that the patient will undergo a surgical procedure to revise this ambicor penile prosthesis (app) as they are unable to inflate the device. A procedure has not yet been scheduled. No patient complications were reported.